Event description:
Study event: device malfunction: none. Symptoms/ae: intracerebral hemorrhage/stroke. Time of symptoms/ae: post procedure. It was reported that one day post an uneventful left internal carotid artery stenting procedure, the patient experienced right hemiparesis and aphasia. He was diagnosed with an intracerebral hemorrhage and left cerebrovascular accident. All anticoagulants were discontinued and speech, occupation and physical therapy were started. After approximately 10 days, the patient showed no setbacks and little improvement. He was discharged to a rehabilitation facility for continuing speech, occupational and physical therapy 14 days post procedure. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.